Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Report of transducer overheating.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00079) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during review of the service report, it showed that during patient planning, the technologist discovered the screen on the system started to fade out. This is indicative of the probe was starting to get hot. There was no report of patient injury since there was no patient involvement at the time this phenomenon was discovered. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00079) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g4). Additional event information: additional event information (see section b5), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was returned to siemens for evaluation. The reported complaint was confirmed as investigation was able to re-create the reported phenomenon. Investigation measured the surface of the probe and found a maximum temperature on the handle of 62.8c. The nose max temperature was 32.1c. These are abnormal temperatures, but not dangerous. The fault was due to a failed transmitter board, which is documented in CAPA 2015-11000147.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: the failed device was analyzed and the problem was identified with the printed circuit assembly. The problem has been addressed and fixed within the production process.